Event description:
Literature was reviewed regarding a patient who underwent transcatheter aortic valve replacement (tavr) with a medtronic 29 mm evolut fx+ valve. During the valve deployment phase of the procedure, ¿multiple episodes¿ of dislodgement warranted valve recapture and repositioning. As written, ¿the valve was eventually deployed once satisfactory positioning was confirmed in both the cusp overlapand left anterior oblique projections.¿ afterward, imaging revealed ventricular migration of the evolut fx+ valve with severe aortic regurgitation. Consequently, a non-medtronic transcatheter valve (26 mm sapien 3) was successfully implanted valve-in-valve in the evolut fx+, resolving the regurgitation. The authors also recounted that complete heart block necessitating a pacemaker was detected after the second valve deployment, and a permanent pacemaker was implanted shortly after tavr. The patient had an uneventful recovery and was discharged home one day later.

Manufacturer narrative:
Citation: meenakshi mandal, et al. Ventricular migration of transcatheter valve during transcatheter aortic valve replacement after valve-sparing root replacement: a case report. Journal of the society for cardiovascular angiography interventions. Volume 5, issue 6, june 2026, 105344. Https://doi.org/10.1016/j.jscai.2026.105344 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.